Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a high lactate dehydrogenase (ldh) level and evaluation for hemolysis. The patient's ldh rose from 365 u/l to 713 u/l. The patient stayed in patient on IV heparin for 2 weeks and was closely monitored. The customer stated the patient had no hematuria. At the time of the event, the pump functioned as intended with parameters in normal ranges. The customer reported that the patient had been off of anticoagulation from (B)(6) 2015 until the end of (B)(6) 2016 because of gastrointestinal bleeding. The patient was also found to have a carcinoma in the gi tract. The customer reported that the patient's most recent ldh was 287 u/l and the patient had no signs nor symptoms of hemolysis. The patient is currently on aspirin (81mg) and 2mg of coumadin every other day.